Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A clinical review has been conducted and has found no indication of any product clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving an unspecified error message after 5 days of wearing the adc freestyle libre sensor. The customer was unable to check her blood glucose and the ambulance called and a reading ¿over 30 mmol/l¿ was obtained on their meter. A treatment of infusion and 2-3 units of insulin was administered and no further information was reported. There was no report of death or permanent impairment associated with this event.